Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image abnormality occurred due to a communication failure caused by a short or corrosion of the circuits due to water immersion inside the cable because the cable was damaged and lost its watertightness. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd autoclavable camera head camera head has a loose contact problem. The image was blurred, and the tissue surface was completely pink. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: that due to damage to the cable unit, noise occurs, and no image is displayed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that due to damage to the cable unit, noise occurs, and no image is displayed. Additional findings were as follows: due to poor watertightness of cable unit, water tightness is lost. It is most likely that the reported issue was due to wear and tear damage with customer mishandling and with increasing use/time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.